Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, at nine and a half minutes into the ablation phase, fluid was observed dripping onto the physician's hand. No alarm or error messages occurred on the system. No cervical leak and no burn occurred. The procedure was completed. Post-procedure, it was reported that the sheath was broken where the scope adapter connects to the sheath. There were no further complications reported with this event. The patient condition is reported to be "fine."

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, at nine and a half minutes into the ablation phase, fluid was observed dripping onto the physician's hand. No alarm or error messages occurred on the system. No cervical leak and no burn occurred. The procedure was completed. Post-procedure, it was reported that the sheath was broken where the scope adapter connects to the sheath. There were no further complications reported with this event. The patient condition is reported to be "fine."

Manufacturer narrative:
The genesys hta procedure set was returned and evaluated. The complaint investigation revealed that the threaded hub that connects the sheath to the adapter was missing from the sheath assembly. In addition, a review of all available information indicated the root cause of the damage to the sheath is operational context.

Manufacturer narrative:
Patient date of birth: unknown. Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional information is received, a supplemental medwatch will be filed.